Event description:
No additional info

Manufacturer narrative:
It was reported that the set was unable to be flushed and there are white particles in the tubing. One sample model 20039e, lot 24045664 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. No observation of foreign matter within the tubing. The set was successfully flushed with water. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20039e lot number 24045664 was performed. The search showed that a total of 48003 units in 1 lot number was built on 24apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Materials#: 20039e, batch#: 24045664. It was reported by the customer that unable to flush -- finally flushed with a lot of pressure with normal saline. Tube had white particles floating in the tubing. Priming new lines, not attached to patient. 2nd one today this happened to, the other one was thrown away. Verbatim: rcc received a complaint via email. Unable to flush -- finally flushed with a lot of pressure with normal saline. Tube had white particles floating in the tubing. Priming new lines, not attached to patient. 2nd one today this happened to, the other one was thrown away. Item: 20039e, customer po: (B)(4). Lot#:24045664.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.